Event description:
Device issue: bare wire separation. Adverse event: perforation. Time of device issue and adverse event: during the procedure. It was reported that the emboshield nav6 filter was used in the popliteal artery with a non-abbott atherectomy device. After the device was used, there was difficulty and resistance felt upon removal. Force was used to remove the device resulting in detachment of 5 centimeters of the nav6 bare wire and the nav6 filtration element. A snare device was used to remove the nav6 filtration element. When an attempt was made to snare the bare wire fragment, a perforation occurred in the popliteal artery that was successfully treated with balloon angioplasty. Angiography showed that the bare wire fragment had migrated into a small collateral artery. Since the pt had good pedal pulses and the device did not appear to impede blood flow, the distal portion of the wire was left untreated in the vessel. There was no adverse pt sequela. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed. A follow up report will be submitted with all relevant information.